Manufacturer narrative:
(B)(4). See attached facility medwatch report #: 3200010000201801. Additional information was requested and the following was obtained: how long was the procedure prolonged by (minutes/hours)? I would say an hour, longer. Was there any change in the post-operative care of the patient? It prolonged his stay due to re-feeding issues (I believed it contributed to delayed gastric emptying). Were there any patient consequences? His diet tolerance is still somewhat affected by that. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any difficulties assembling the device? What anatomical structure was the device being fired on when the issue occurred? What is the surgeon¿s experience with this device? What troubleshooting steps were attempted to open the device? How was the procedure completed after the difficulties with the device? What is the current status of the patient? Device evaluation: the analysis results found that the tlc75 device was received with no apparent damaged and with a cartridge reload not loaded in the device. The cartridge reload had the proximal 34 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The device opened and closed as intended. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. (B)(4).

Event description:
It was reported that the surgeon was doing a whipple, using a green load on tlc75. It only fired halfway through and then stopped. He was anastomosing the small bowel to stomach. They had to cut around the anastomosis and had to redo it. They fired it twice before the misfire and it worked well. The procedure took longer; they had to cut around the anastomosis and redo it.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what anatomical structure was the device being fired on when the issue occurred? Stomach/small bowel. What troubleshooting steps were attempted to open the device? Pulling the firing rail back. How was the procedure completed after the difficulties with the device? Anastomotic takedown, and anastomoses redo. What is the current status of the patient? Pt is doing well.